Manufacturer narrative:
The reported complaint of autopulse platform (sn (B)(4)) displayed a user advisory - "(ua) 41" (patient temperature sensor failure) error message was confirmed during archive data review but was not confirmed during functional testing. There was no device malfunction that could have caused or contributed to the reported ua41 error message, and the autopulse platform functioned as intended. The storage condition of the platform is not known. Improper storage conditions of the autopulse system likely contributed to the occurrence of the ua41. Factors such as ambient storage condition (e.g. A fire truck sitting in a hot and humid environment and/or being exposed to direct sunlight for long hours) as well as using the platform on a soft surface that may block air vents will increase the internal temperature of the autopulse platform and could potentially cause the occurrence of the ua41 error message. As a precautionary measure, the cable, temperature sensor will be replaced. The secondary reported complaint of the autopulse platform displayed ua18 (max take-up revolution exceeded) error message was confirmed during archive data review but was not confirmed during functional testing. There was no device malfunction that could have caused or contributed to the reported ua18 error message. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. User advisory 18 occurs when the driveshaft has traveled past the maximum number of revolutions without detecting a patient during take-up. As take-up is performed (when the user pressed the start button), the driveshaft moved the lifeband past the maximum allowable take-up depth without detecting a patient, which would result in a load change at the load plate. The take-up position is achieved when the load plates sense an additional 6 lbs. Of load compared to the pre-take-up load. The ua18 is also observed when the autopulse platform detects that the patient's chest is too small while sizing the patient (take-up), or when the autopulse platform detects no weight present on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. Visual inspection of the returned autopulse platform was performed, and observe no physical damage. The archive data review showed multiple ua41 (patient temperature sensor failure) and ua18 (max take-up revolution exceeded) error messages on the reported event date; thus, confirming the reported complaints. Also, observed in the archive and unrelated to the reported complaints, ua2 (compression tracking error) and (ua7 (discrepancy between load 1 and load 2 too large). Per the battery hangtag - advisory codes description and action, user advisory 2 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Per the autopulse maintenance guide and autopulse user advisory list, user advisory 07 occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to be performing compressions for this to occur; it may happen at any time when the device is powered on. User advisory 07 is an indication that the patient/manikin is out of position or the patient/manikin is not properly centered. The recommended actions to take for this type of user advisory are: ensure the patient/manikin is properly aligned (armpits on the yellow line), deploy the shoulder restraint to reduce patient/manikin movement, press restart to clear the ua. The autopulse platform passed the initial functional test without any fault or error. Waiting on customer's approval for service repair.

Event description:
The autopulse platform (sn (B)(4)) displayed a user advisory - "(ua) 41" (patient temperature sensor failure) error message and after trying to clear the error, platform displayed ua18 (max take-up revolution exceeded) error message. Patient use information was requested but no additional information was provided, therefore patient use is unknown.